Manufacturer narrative:
The device was discarded by the user facility and will not be returned to olympus for evaluation. The cause of the reported event could not be determined.

Event description:
Olympus was informed that following a percutaneous nephrolithotomy (pcnl) procedure, three patients formed kidney stones over the string of the reported device. The model of the device is unknown. All three patients's underwent a laser lithotripsy procedure to remove the stone and were discharged the same day. The procedure dates for all three patients are unknown. No additional information was provided. This is report 2 of 3.